Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be elongated and stretched. Further inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. It could not be determined when this damage occurred. The downloaded data from the pod does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 350 mg/dl while wearing the pod on the arm for between 49 and 71 hours. A new pod was applied for treatment.